Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing and displayed a service code 105. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 105 (pulse test relay stuck).